Manufacturer narrative:
The model# was not provided.

Event description:
(B)(6) customer received control results of 2.7 and 6.7mmol/l on the contour next. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. Customer was advised to return the control solution for evaluation. New strips, meter and control were sent to the customer.

Manufacturer narrative:
The returned control was observed to have dried control solution residue around bottle tip, which caused high out of range control readings, but all were marked as control tests.

Manufacturer narrative:
This information was not provided in the initial report.